Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227496 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 227496 and test base part number 195-430h / lot 223668. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227496 showed that the complaint rate is 0.00160%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 with a nasal sample. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6) 2024 and the second binaxnow test on (B)(6) 2024, both generated negative results. Confirmation testing was not performed. Consumer performed an antigen test at the doctor's office with a different brand on (B)(6) 2024 and generated a positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.